Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-12725. The patient reported not receiving adequate stimulation coverage. Reportedly, the patient wants a different type of lead implanted. Not the patient has two octrode leads from different lot numbers implanted. Both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.